Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the electrocardiogram connector was loose and further noted that the display hinges were worn so the screen fell down, the stylus was missing, the device would start up but only a tan screen and an arrow would become visible and the cable bay was cracked. All found defective parts were replaced and additionally the cooling fan was replaced as a preventive and updated software was installed. (B)(4).

Event description:
It was reported that the programmer had a loose electrocardiogram connection. The programmer was returned for service. There was no patient involvement.